Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 adult breathing circuit was not returned to fph for evaluation. Investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photographs provided by the customer revealed that the inspiratory limb had a hole. The puncture appears to have been made with a sharp object. Conclusion: we are unable to determine what may have caused the event reported by the customer. We note that the customer reported that the hole was found after six days of use. All breathing circuits are visually inspected before leaving the production line. The user instructions accompanied by the rt319 adult breathing circuit state: before connecting to patient, ensure that flow and pressure testing applicable to the ventilator has been completed. Set appropriate ventilator alarms.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported to fisher & paykel healthcare (f&p) field representative that the rt319 adult bi-level CPAP breathing circuit kit had water leaking and found a hole in the circuit. This was found after 6 days of use. There was no reported patient consequence.